Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose was reading low and insulin pump was going to threshold suspend however blood glucose was fine. Customer stated the sensor reading was 60 mg/dl and her blood glucose was 170 mg/dl - 220 mg/dl. Customer stated she ended up changing the sensor after sensor end. Troubleshooting was done for sensor glucose versus blood glucose readings. No further information provided.